Event description:
Information received by medtronic indicates that, customer reported transmitter battery low/short battery lifetime. No harm requiring medical intervention is reported. Troubleshooting was performed advised to make sure pump and transmitter are located on the same side of their body to minimize any rf interference. Advised customer to monitor further. No device will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.